Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the second firing of the stapler when transecting the stomach, there was an excessive force error on the handle. The knife blade stopped mid-firing which resulted to a distally incomplete staple line. The surgeon retracted the knife blade and cut out the remaining reinforcement material. To resolve the issue, the surgeon used a manual handle and a black forty five millimeter reload with reinforcement material for the next firing. It was noted that the handle and adapter worked successfully with the next reload. There was no patient injury.